Event description:
Serious nasal irritation; respironics dreamstation CPAP in recall. For 2 years I would have periodic episodes around 0400 hrs consisting of burning sensation in nasal areas, extreme eye and nasal running, continuous sneezing/coughing. I assumed allergies and super cleaned the bedroom, etc. Then I thought it may be caused by scent sensitivity arising from shampoo, skin cream or cologne. It appears that the CPAP malfunctioning had caused hypersensitivity. However, in the early days of the problem (2 years) the symptoms were sporadic; perhaps I would go a week with none. The CPAP filters were changed continuously and the hose washed. Around september 30 the symptoms appeared almost every night. I knew of the recall but still did not equate the problems with CPAP in part because phillips stated something to the effect that on average only 3 people out of 10,000 would have any sickness. I know have a CPAP that I cannot (and will not) use but cannot sleep without one. I don't believe the statement of only 3 people in 10,000 suffer effects. It was odds like that that made me assume the CPAP was not the problem. I visited my doctor and told that I thought the problem was scent sensitivity. She gave me a nasal spray that was to be used only when an episode appeared. The problem was that when that occurred my nose was emitting such a high volume of liquid the spray could not work. FDA safety report ID # (B)(4).